Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the pace/sense and shock channels. The rv oversensing resulted in pacing inhibition, with no asystole noted. Shock impedance measurements of greater than 125 ohms were also observed. The lead was explanted and replaced. No additional adverse patient effects were reported.